Event description:
Pt reported obtaining a blood glucose result of 281 mg/dl, while using the suspect device. Pt indicated that, one minute later, her blood glucose was tested on her physician's meter with a result of 53 mg/dl. Pt did not indicate if any treatment was rec'd. Quality control testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.